Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gap in adhesive area between server plug in (z block) and distal end, adhesive around light guide lens has a chip, adhesive around objective lens has a chip and corrosion around forceps elevator lever (l arm) traced to expected or random component failure without any design or manufacturing issue. The most probable cause of forceps elevator has foreign material or stain was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, gap in adhesive area between server plug in (z block) and distal end, adhesive around light guide lens has a chip, adhesive around objective lens has a chip, forceps elevator has foreign material or stain and corrosion around forceps elevator lever (l arm) was observed. There was no patient involvement.